Manufacturer narrative:
Na

Event description:
"Hemodialysis treatment started at 6:45 a.m. With blood flow rate of 450 ml/min. At 8:04 am, the pct noted a blood oozing from the blood line. As he examined closely, it was found out that the blood leaking down to the floor is from the arterial chamber. Blood loss is approx 30 ml. Blood from the lines was immediately returned through saline rinse. Dialysis resumed using new blood lines. No further leaks noted. Vital signs post dialysis: bp 119/44; pulse 90; respiration 22". This issue was not reported directly to this MFR and no further info or sample was provided. MDR is filed for blood loss only.